Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that the insulin pump was not delivering the insulin and caused high blood glucose prior to hospitalization. Nothing further was reported.